Event description:
A malfunction alarm known as malfunction code 5 was reported, and no notable events occurred prior to it. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump. The customer planned to use multiple daily injections as a backup therapy.